Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that the infusion line passed liquid instead of air producing bubbles during a procedure. The product was replaced and procedure completed with no patient harm reported. A product sample was received at the manufacturing site and it is awaiting evaluation.

Manufacturer narrative:
Additional information provided. The lot complaint history was reviewed. This is the third complaint for the finish goods lot; however, this is the first complaint for this issue for this lot. The device history record shows the product was released per specifications. The returned sample was visually inspected and no obvious defects were found. The ball in the check valve of the drip chamber moved freely per specification. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. A calibrated constellation console representing the current software version was used to test the sample. The light-emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The sample could prime and pass intraocular pressure calibration successfully. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. No air leak was detected from the infusion air line during the priming process. No fluid flowed to the air line of the administration line. No message code appeared on the screen. No bubble was observed in the fluid path before the cleaning process. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test was completed. Furthermore, the auto infusion valve (aiv) was tested. A cracking pressure test was performed using an external pressure source. The pressure was incrementally increased until the valve actuated. The orifice of the duckbill check valve functioned per specification. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After a thorough investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).